Manufacturer narrative:
P-cap locked in place properly during testing. After battery installation unit gave a flashing medtronic logo. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, and displacement test due to flashing medtronic logo. Proceeded by cutting unit open and performing visual inspection of connectors and electronic assembly. Moisture damage was noted on motor force sensor flex connector gold traces and corrosion was noted on keypad flex connector gold traces and electronic assembly. Flashing medtronic logo was due to corroded electronic assembly. Unit was also received with cracked case (battery tube), cracked case-corner of belt clip rails, label damage (faded), battery tube threads - cracked, cracked case, stained keypad overlay, scratched case, and pillowing keypad overlay. In conclusion, customer allegations for flashing medtronic logo were confirmed when unit was received with flashing medtronic logo due to corroded electronic assembly. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the pump flashing white display. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. The pump was dropped on the pool. The customer reported a flashing medtronic logo on the screen that was not a single flash. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1884 was requested, and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.